Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, most likely the moderate pvl was due to the reported sub-optimal position of the valve, as it was placed too low. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. A conclusive root cause of the low implant could not be determined from the limited information available. The event description does not indicate a potential manufacturing issue.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve was deployed in too low a position, resulting in moderate paravalvular leak. A second valve was implanted valve-in-valve with no adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)